Event description:
The facility had sent an infusion pump in for service where a baxter service tech discovered a failure code 810:04 in the event history. The rep stated they have no record of any pt incident involving the pump since the last baxter service event. Although attempts were made by baxter to obtain add'l info from the reporting facility, details were not available regarding pt status, age of pt, medication involved or the set up of the infusion device.